Event description:
It was reported that the device display "user advisor 2" (compression tracking error) on a pt. The autopulse failed on a pt, so manual CPR was applied. Pt did not make it.

Manufacturer narrative:
Zoll circulation has received the product and will be providing a f/u report when our investigation is completed.